Event description:
The patient reported that they are unable to use the therapy and stimulation is off and not working, he cannot adjust the stimulation and in MRI mode and he is not sure how he got to MRI mode. Patient stated he is not getting therapy relief. The implantable neurostimulator was at 60% charge, controller 60% charged. The patient navigated to group a, p1 at 4.4v and tried to adjust stimulation. Patient stated he is getting 'settings not available, cannot provide your desire setting' when he is increasing the stimulations. Patient is able to decrease stimulation. Ps reviewed therapy on/off button. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The health care professional reported via a manufacturer representative that the patient will have a lead revision due to ineffective pain relief and out of range impedances. The reason for the out of range impedances is unknown. The lead revision is scheduled for (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2019; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2019; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the implant was defective. Additional information was received. It was reported the ins stopped working gradually since 6-7 months ago. The patient stated that 12 of the 16 leads had failed and they did not know why. They were getting the device and leads replaced on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# :(B)(6), implanted: 2019 (B)(6), product type: lead. Serial#: (B)(6), implanted: 2019 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported pt said their ins had failed and the patient was told it had shorted out. The patient stated they had their ins and leads replaced last wednesday and the hcp had sent the old device back for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.